Manufacturer narrative:
The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation genesys procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6), 2011. According to the complainant, a cervical leak occurred during the ablation phase of the procedure. The patient sustained a first degree burn on the cervix. The size of the burn was reported as 1 cm x 2 cm. No treatment was administered to the affected area. There were no further complications reported with this event and the condition of the patient is reported to be "stable." The patient had a follow up examination and the physician reported the burn is completely healed and evidence of the burn is no longer visible. Additional follow up information from the clinician reported the patient is no longer experiencing any pain following the hta procedure.